Event description:
It was reported by svc report that the fowler gas cylinder was leaking and the retaining post assembly was loose. There was pt involvement, however no adverse consequences are reported.